Event description:
It was reported an 840 ventilator generated error codes rendering the ventilator inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. A non-medtronic/covidien service provider inspected the device and confirmed the reported problem. The service provider indicated the inspiratory air flow sensor needed to be replaced. Medtronic/covidien was not authorized to repair the device..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.